Event description:
I had an intrathecal baclofen pump inserted in my abdomen. The catheter is supposed to be threaded beneath the skin tissue. The surgeon went too deep and punctured my colon with the catheter. There is direct penetration and direct exit point of the catheter in my colon. I was very sick after the surgery, but the physician and nurse practitioner attributed it to the medicine I was receiving. A month later I went in for a colonoscopy. The colon doctor saw the tubing in my colon and stopped the colonoscopy and I was admitted into the hospital immediately to have the pump removed to prevent any infection. I developed a severe allergic reaction to the heavy doses of antibiotics I was on. This caused severe itching on my arms which caused scarring from my scratching. I am now going to have to undergo another operation to have the pump reinserted which will cause another scar on my stomach.